Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, no air was fed. In addition to the nozzle being clogged the evaluation findings were as follows: the suction cylinder had no color, the plug unit had corrosion due to water leakage, due to a cut on the bending section cover, water tightness was lost, due to dirt on the light guide lens, illumination was uneven, due to wear of the angle wire, bending angle in the "down" direction did not meet standard value, the plastic distal end cover had a scratch, the adhesive around the objective lens had a chip, the adhesive around the light guide lens had a chip, the light guide lens had a chip and the adhesive on the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera lll gastrointestinal videoscope had an air to water duct clogged. The issue was found during reprocessing. There was no patient or procedural involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects were found in the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the channel was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.